Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the sensor went into threshold suspend with blood glucose of 152 mg/dl and sensor glucose of 51 mg/dl. The customer stated that the sensor shut off the pump. The sensor was not returned for analysis.